Event description:
The female pt presented for device closure of a large secundum atrial septal defect in 2006. Parents denied any recent fever, illness, respiratory distress, cyanosis, exercise intolerance or any known durg allergies. Informed consent was obtained from the parents. A 6f balloon wedge catheter was advanced from the femoral vein to the pulmonary arteries where right heart hemodynamic and oximetric data were obtained on pullback. The catheter was advanced across the atrial septal defect and left heart hemodynamic and oximetric data were obtained. The catheter was then advanced into the left lower pulmonary vein. This catheter was then exchanged over the wire for the 24mm amplatzer sizing balloon. The balloon stretch diameter of the atrial septal defect was found to be 16mm. A 10f hausdorf delivery sheath was exchanged over the guidewire and advanced into the left atrium. Under transesophageal echocardiographic guidance, a 16mm amplatzer septal occluder device was positioned across the atrial septum. By tee, it was difficult to image the inferior margin of the atrial septal defect; therefore, an angiogram was performed through the delivery sheath and appeared to show correct position of the amplatzer device. However, when the device was released, it embolized into the left atrium. The 10f sheath was exchanged for a 12f hausdorf sheath and the device was easily retrieved using a 10mm snare. On further tee imaging, the inferior limbic band appeared insufficient to anchor the amplatzer device, so no further attempts were made to close the atrial septal defect. The sheaths were removed and hemostasis was obtained by direct pressure, the pt was extubated and recovered without any complications and was discharged home. The pt will be referred for surgical repair of atrial septal defect.